Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient's father contacted lifescan (lfs) to report experiencing an issue with the meter prematurely shutting off during use with his daughter's one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The father reported that the alleged issue with the subject meter began in the middle of the day, at the end of (B)(6) 2011. He stated that his daughter manages her diabetes with novolog insulin (pump therapy), and due to meter cutting off during transmission of glucose results to the pump, her usual dose of insulin was administered manually versus through the pump. This manual administration continued for 3 weeks. The father claimed that his daughter became irritable, a "few days" after the product issue began. He denied that she received any medical treatment in response to her symptom. At the time of troubleshooting, the cca noted that the batteries were not due for replacement. The strips were also confirmed as the correct type and there was no information of misuse of meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient's symptom did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.